Event description:
The hcp reports the patient was experiencing a return of symptoms. A refill was done shortly after the patient report. The expected reservoir volume was 2.5cc and the actual was 9cc. A follow up report will be sent when additional information is received.